Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the mega needle driver instrument would not hold the needle very well. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported complaint. Failure analysis investigation was unable to replicate the reported issue. The instrument was placed on in-house system and driven, it passed recognition and engagement testing. Instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly. Needle grasped and driven with no problems. Functional performance testing did not find any issues. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.